Manufacturer narrative:
(B)(4)

Event description:
The reporter indicated that he implanted a 13.2 mm micl13.2, -4.0 diopter, implantable collamer lens in the patient right eye (od) on (B)(6) 2018. On post op day 1 excessive vault, elevated iop and angle closure was discovered. The patient was placed on combigan to lower iop. At day 3 and 5 the elevated vault persisted with narrowing of the angle. On (B)(6) 2018 the lens was exchanged for a shorter lens and the problem was resolved. The reported stated that the patient is happy with good current vision.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial. Visual inspection found haptic tears. Claim # (B)(4).